Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, upon insertion of a suprapatellar tibial nail, the drive cap snapped at the junction of the threads of the drive cap and the threads of the insertion handle. The hammer blows to the strike cap caused a break, and now the item needs replacement on order to have a functioning set for cases. Concomitant device reported: unk - impaction instruments: hammer/mallet: trauma (part#: unknown, lot#: unknown, quantity: 1). Unk - nail insertion handles (part#: unknown, lot#: unknown, quantity: 1). Unk - nails: tibial (part#: unknown, lot#: unknown, quantity: 1). This report is for (1) driving cap. This is report 1 of 1 for complaint (B)(4).